Manufacturer narrative:
Updated recall z number: na. This was inadvertently reported as a recall related failure of the device design. It was found to be related to a component failure. The service engineer evaluated the system and determined that a bearing/bushing for the swivel became dislodged. The engineer replaced the bushing to return the system to full functionality.

Manufacturer narrative:
A philips service engineer reseated the articulation arm solenoid to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on (B)(6) 2021. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported the swivel mechanism of their epiq ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.